Event description:
(B)(4). Pain during sex, pain during daily activities, heavy bleeding during monthly cycle.

Event description:
(B)(4). Stomach bloating to where I looked months along in pregnancy, hair loss, missed periods for months, heavy hemorrhaging menstrual cycles, brain fog, lower back kidney pain, unable to feel rested.